Manufacturer narrative:
.

Event description:
The hcp reported following system placement, the patient had some weakness and had fainted. The patient remained in the hospital. The drug used in the pump is lioresal 500 mcg/ml at 24 mcg/day. The hcp ordered an MRI and was unhappy with the positioning of the catheter and it was twisted in the spinal column, so it was removed and replaced. The second catheter was implanted with ease and placement was confirmed via fluoro at t-11. The patient's weakness quickly receded and she had "the best walking she had ever had".

Event description:
It was determined that the following information that was previously reported in manufacturer's report #6000030200800795 belongs in this report: [the patient stated that the catheter came out of her spine after being implanted for a week. The patient had a revision surgery and the catheter was put back in the spine but was not attached or anchored.] Additional information: initially the baclofen pump worked "wonderful." An additional symptom of the event was that the patient was "unable to walk." The patient had no falls that would have made the catheter come out of her spine. For subsequent events, see manufacturer's report # 6000030200800795.

Manufacturer narrative:
(B)(4).